Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ups was faulty. Once the ups was replaced, the system then passed the system checkout and was found to be fully functional. Analysis on the returned uninterruptible power supply (ups) determined that there was an electrical failure. The ups was not able to charge a known good battery when connected on the test bench. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the uninterruptible power supply (ups) was faulty and not charging; it needed to be replaced. There was no patient present when this issue was identified.